Manufacturer narrative:
Argus case (B)(4).

Event description:
Tuesday morning about lunch. Yes about then too. She keeps eating it. She likes it [accidental device ingestion]. Im getting sick and my wife is getting stick from it. [Sickness]. My wife is throwing up [vomiting]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) year-old female patient who received double salt dental adhesive cream (poligrip cushion comfort) cream (batch number 139369, expiry date 18th august 2022) for dental cleaning. Concomitant products included no therapy. On (B)(6) 2020, the patient started poligrip cushion comfort. On (B)(6) 2020, 1 day after starting poligrip cushion comfort, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), sickness and vomiting. The action taken with poligrip cushion comfort was unknown. On an unknown date, the outcome of the accidental device ingestion, sickness and vomiting were unknown. It was unknown if the reporter considered the accidental device ingestion and vomiting to be related to poligrip cushion comfort. The reporter considered the sickness to be related to poligrip cushion comfort. Adverse event information was received via call center representative on 05 march 2020. The consumer reported that "let me tell you one thing pal, I got the poligrip cushion and comfort. It doesn't hold your dentures, it comes apart, I'm getting sick, and my wife is getting stick from it. In a spear of the moment, it should be thrown off the market. I don't know how it passed food and drug administration test. Feed it to your supervisor? Spoon-feed it to them. I'm calling on behalf of me why my wife and any other sucker who uses it. I don't know how they can sell that. We use the poligrip and that holds. It made me sick. And I don't want to go to the hospital because the corona virus. About 2 days ago and I used about 3 times. Number 1 it doesn't work. It shouldn't be on the market. 2 days ago. As soon as I got in the phone with you. Soon as we called you. We had enough of it. It's not a money thing. I don't want my money back. Probably the second does tuesday morning about lunch. Yes about then too. She keeps eating it. She likes it. It makes you like nausea. My wife is throwing up. Me I eat anything. I eat old fresh fries off the floor. I don't mind eating it. It's making me. It don't hold though. I'm not going to return it anywhere. I'm just calling to report it.". This case was linked with case (B)(4).